Event description:
It was reported that needle is not in the needle cover. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of an exposed needle is confirmed and was determined to be supplier related. One 22 g x 1 in. Safestep infusion set with a valved y-site was returned for evaluation. An initial visual observation showed the package was returned sealed and it was observed that the needle of the infusion set was protruding from the side of the needle guard near the center of the guard. Multiple holes were observed in the packaging where the exposed needle had pierced it. The cause of this condition is most likely misassembly of the needle guard during product assembly at the supplier facility. H3 other text: evaluation findings are in section h11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asens0040 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that needle is not in the needle cover. No other information was provided.